Event description:
End user called to complain the calibration test does not run. The complaint was confirmed from troubleshooting by phone. The device was replaced and the defective one returned for investigation.